Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional followup: "the absence of clips was identified", we assume with this expression the staples of the device were meant? Yes. The staples of device were not found on the renal sinus stump. Did the surgeon really not have seen any clips at all, or only a few, or malformed ones, if yes describe form? The surgeon didn't see any clips at all. On what tissue type was the device used? At what location on the tissue? On the vessels of the renal sinus. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) - on the 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? - none. Was buttressing material utilized? If so, which product? - no. Was the instrument fired across or near an existing staple line or clip? - no. Were any unexpected noises heard? If so, when? - no. Were any of the forces higher or lower than expected (closing, firing, or opening)?- no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? - yes. Was there any difficulty removing the device from the tissue? - no. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? - no. How much blood did the patient lost? Was a transfusion required?- ht decreased from 35% to 15%. The patient underwent transfusion with 5 units. Was the patient taking any anticoagulants? If yes, specify prescribed medication. - no. Does patient have a known coagulation disorder? - no. Has the patient taken any steroids? - no. What was the patient's pre-op hemoglobin and hematocrit? Patient's pre-op ht=45%. What was the patient's post operative hemoglobin and hematocrit? Patient's post-op ht=35% (1st day). Patient's post-op ht=15% (2nd day). What were the patient's pre-op diagnosis, did he/she suffers from cancer? The patient didn't suffer from cancer. He had contracted kidney (right). If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? - no. What is the age and sex of the patient? Male, (B)(6). What is the current status of the patient? He is in good condition.

Event description:
It was reported that during a laparoscopic nephrectomy performed on (B)(6) 2011, an endocutter was used in order to cut and coagulate renal vessels. One day after, bleeding occurred through the patient's drain and the patient underwent a second operation. During the surgery, the absence of clips was identified, which was (according to the surgeon) the main cause of post-op bleeding. The condition of the patient immediately after the event was stable. No device will be returning. Further information has been requested, no response has been received to date.